Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On (B)(6) 2024, at a routine follow up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted proximally with 5-9% compression, and slightly anchored on the limbus side. The device was expected to be explanted on (B)(6) 2024; however, the case was delayed by CT surgery and the patient grew impatient with the delay and left the hospital. It is unknown at this point whether any further treatment will occur. It was further reported that the device was successfully extracted with the use of a non-bsc transcatheter retrieval system. The patient remained stable throughout the procedure with no further complications.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received d6b: explant date: updated with removal date; h6: impact code added.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. On (B)(6) 2024, at a routine follow up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted proximally with 5-9% compression, and slightly anchored on the limbus side. The device was expected to be explanted on (B)(6) 2024; however, the case was delayed by CT surgery and the patient grew impatient with the delay and left the hospital. It is unknown at this point whether any further treatment will occur.